Event description:
The customer reported that there was a communication failure error message and the system would no allow fluoroscopic exposures. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 3v coin battery on the cpu was evaluated and replaced. The cmos was also reset. The system was tested and found to be working as intended and returned to service.